Manufacturer narrative:
The investigation into product damage (hole in catheter) has been completed. Product was returned and investigated. Per the investigation, the root cause of the product damage issue was use related to improper technique verified by the hole in catheter and blood in the red handle. H1. Corrected from serious injury to malfunction. H6 corrected health effect-clinical code from 1888 to 4582.

Event description:
The user facility reported a 48-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, there was blood oozing from the red plug of the device. The physician noted "there is a base in the red plug, and the event that blood entered the relevant part was an event that should not have occurred." The impella was replaced with a new device.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.